Event description:
It was reported the patient experienced a loss of therapeutic effect. The implant reportedly ¿stopped working¿ in 2008 and the patient had it off since. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-25, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3889-28, lot# j0454724v, implanted: (B)(6) 2005, product type: lead.